Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that her implant was heating up when being charged during the past month. It was stated that ¿the antenna on the recharger was not heating, but her implant in her body was getting very hot.¿ the patient had visited their managing phsician in the last few weeks prior to report and was ¿advised there was no issue¿ and was instructed to contact the manufacturer. The patient gets 8 bars while recharging once she hits a perfect spot on the implant and was able to charge within an hour, three to four times per week. The patient was putting ice on the site to cool down during recharging. While troubleshooting the issue, the patient reported she did experience pain when pressing on her device without the antenna. It was noted the patient¿s implant was never turned off; she kept it on 24/7. The issue remained unresolved at the time of report ¿ there were no surgical interventions performed and it was unknown whether any were planned. There were no further complications reported or anticipated.